Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an attempted implant after the right ventricular (rv) lead was connected to the device, no pacing was observed. The rv lead was removed from the device, the tip was cleaned and the rv lead was reconnected to the device but the same issue remained. Another device was used with no further issues. The patient was stable.

Manufacturer narrative:
The reported field event of no pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.